Event description:
The facility's biomed tech reported an infusion pump with an 813:01 failure code that was found during biomed testing. The biomed tech stated that there have been no reports of any patient incident involving this pump since last baxter service event.